Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unknown. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was taken to the emergency room (ER) on (B)(6) 2026, with high ketones and high blood glucose levels of 460 mg/dl (25.6 mmol/l) while wearing the pod approximately 24 hours. When the pod was removed from the infusion site (hips/buttocks), the cannula was found to be bent and had dislodged. Symptoms reported include vomiting, nausea, and ketone levels of 88.2 mg/dl (4.9 mmol/l). Following evaluation, the physician instructed the patient¿s father to administer insulin manually and apply a new pod. The father reported the patient's diagnosis was "ketone poisoning". Whether it is also ketoacidosis is unknown, as the patient's mother has the records of the incident at home. The patient was discharged the ER the same day, after approximately 5 hours.